Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell five of five. The hp got the alarm and disconnected from the setup per the homechoice guide. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm and assisted the hp in clearing the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.